Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter, where the customer reported a black particle in cassette. The complaint is confirmed because evaluation of a returned disposable set observed a black loose particulate matter in the cassette during visual inspection. The cause of the problem was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Event description:
This is an international complaint where the customer reported a black particle in the cassette. This was noticed before product is use. There is no patient involvement, injury or medical intervention related to this issue.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.